Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The examination performed has shown that the interior diameter of the returned drilling sockets is partially no longer within specifications. Deposits were also found between the k-wire and the drilling socket, the origin of which, however, could not be determined. The exact cause of damage could not be determined. The osteotomy guiding device was manufactured according to the specifications. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
During the operation, the k-wires and drilling sockets of the osteotomy guiding device jammed. This is 1 of 1 report for complaint (B)(4).